Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the event is unknown.

Event description:
The customer reported non-reproducible false positive troponin I (access accutni) patient results involving access 2 immunoassay system. The customer declined to provide any supporting data for the event. Upon repeat testing, the laboratory obtained results within the normal reference range. The customer provided information that a proactive procedure has been implemented to verify unexpected results prior to releasing results out of the laboratory. The laboratory procedure states, patient sample results, at 0.5 ng/ml or higher, are retested on the access 2 system and also sent out for additional troponin I testing. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction. There has been no report of patient injury or change in patient treatment associated with this event. The event was reported as part of beckman coulter, inc. Marketing survey program (msp) for accutni.

Event description:
The customer reported non-reproducible false positive troponin I (access accutni) patient results involving access 2 immunoassay system. The customer suspected the falsely elevated results were due to heterophile interference and analyzed patient samples; there has been no report of patient results. The customer indicated the event is not common. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. There was no report of instrument issue.